Manufacturer narrative:
Reported event: an event regarding loosening, malposition and instability involving an unknown tibial component the event was confirmed. Method & results: product evaluation and results: material analysis, visual, functional, and dimensional inspections could not be performed as the device was not returned. Clinician review: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records pre or postoperative from the 3 procedures were provided for review. Only single x-rays from pre and post revision #2 were provided for review. A patient underwent tka left for severe oa with some bone loss. The procedure appeared uncomplicated. Pre and postoperative x-rays and history were not provided. Apparently after several falls the patient was revised for tibial subsidence and instability and mcl laxity. The revision was to an mrh construct. Preoperative and postoperative x-rays and clinical course were not provided for review. Thereafter, implant failure (presumably fatigue fracture) occurred at the stem housing junction of the femur. This led to revision, but no medical history or clinical evaluation were provided for review. A revision of the femoral component was performed. At the revision the explant showed angular deformity of the stem-housing and loosening of the femur. Postoperative course was not provided. Event confirmation: a primary tka for oa can be confirmed. A revision surgery can be confirmed. The reasons for the revision cannot be confirmed. A second revision can be confirmed for fatigue fracture of the femoral stem-housing couple. Fatigue fracture of the stemhousing couple can be confirmed. Symptoms leading to the revision cannot be confirmed. Root cause: the root cause of the first tka was oa. The root cause of the first revision was loosening of the tibia with subsidence and instability. The symptoms could not be confirmed outside of the op note. The root cause for the second revision was loosening of the femur and fatigue fracture of the femoral stem-housing. The root cause of the fatigue fracture cannot be determined. Product history review: could not be performed as the device lot details were not provided. Complaint history review: could not be performed as the device lot details were not provided. Conclusions: a review of the provided medical records by a clinical consultant indicated: conclusion/assessment: no medical records pre or postoperative from the 3 procedures were provided for review. Only single x-rays from pre and post revision #2 were provided for review. A patient underwent tka left for severe oa with some bone loss. The procedure appeared uncomplicated. Pre and postoperative x-rays and history were not provided. Apparently after several falls the patient was revised for tibial subsidence and instability and mcl laxity. The revision was to an mrh construct. Preoperative and postoperative x-rays and clinical course were not provided for review. Thereafter, implant failure (presumably fatigue fracture) occurred at the stem housing junction of the femur. This led to revision, but no medical history or clinical evaluation were provided for review. A revision of the femoral component was performed. At the revision the explant showed angular deformity of the stem-housing and loosening of the femur. Postoperative course was not provided. Event confirmation: a primary tka for oa can be confirmed. A revision surgery can be confirmed. The reasons for the revision cannot be confirmed. A second revision can be confirmed for fatigue fracture of the femoral stem-housing couple. Fatigue fracture of the stemhousing couple can be confirmed. Symptoms leading to the revision cannot be confirmed. Root cause: the root cause of the first tka was oa. The root cause of the first revision was loosening of the tibia with subsidence and instability. The symptoms could not be confirmed outside of the op note. The root cause for the second revision was loosening of the femur and fatigue fracture of the femoral stem-housing. The root cause of the fatigue fracture cannot be determined. No further investigation is possible at this time.

Event description:
Patient had a left tka revision due to loosening of the tibia with subsidence and instability.